Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the stimulation was turned on there was acute pain. Pt has fallen in the past couple of months. She also has had approx 3 magnetic resonance images (mris) since having the implantable neurostimulator (ins) implanted in (B)(6) 2010. Pt has had ultrasounds and all of her bottom teeth removed with the use of dental drills. Pt has always had pain at the ins site, but it has progressively gotten worse over the past month. Pt uses a fentanyl patch and described the pain as a 5. Pt reported stimulation in the wrong location, an overstimulation sensation in her tailbone, and said decreasing amplitude doesn't help. Pt also has a closed head injury with limited memory. The pt indicated that she had a computed tomography scan and it showed that a lead wire has moved. As of (B)(6) 2010, the company rep and dr were trying to set up a meeting with the pt. Add'l info has been requested, but was not available as of the date of this report.